Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified and moderately tortuous proximal circumflex to the first (1st) obtuse marginal (om) artery. Predilatation was performed with a 2.0x15mm balloon catheter and a 2.25x15mm balloon catheter. A 2.25x32mm promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. When they removed the stent, it was notice that mid portion of the stent struts were lifted. The physician then inserted a second guide wire. Predilatation was performed with a 2.50x20mm balloon catheter. A 2.25x16mm promus stent was advanced but was unable to cross the lesion. A non-bsc extension catheter was inserted, pre-dilatation was performed with a 2.50x12mm balloon catheter. The procedure was completed with implant of 2.25x14mm and 2.50x14mm non-bsc stents. No patient complication were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).